Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated that the supply bag fell and disconnected. The batch review was not performed because, the lot number is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 6. The home patient (hp) stated that the supply bag fell and disconnected. The technical service representative (tsr) assisted the hp end therapy and advised starting over with new disposables. During a follow up with the hp regarding the bag falling and disconnecting and the alarm, it was revealed that the issue was resolved, but he did not know the cause of the alarm. Per the hp, there were no loose connections, disconnections or defects on the supplies. Per the hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing '?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.